Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl due to not having changed the sensor in a timely manner.the customer treated for the low blood glucose with sugar. Customer's blood glucose level was 108mg/dl at the time of the call. The customer was assisted with troubleshooting and the customer stated that the cannula was not stright but then said that it was not bent. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.